Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 32 synergy drug-eluting stent, it was noted that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts from the third most proximal row onwards distorted, lifted from the stent profile and stretched distally over the bumper tip. The balloon cones & balloon main body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 32 synergy¿ drug-eluting stent, it was noted that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported.